Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation. If new information is received, or if the product is returned for analysis, a supplemental report will be submitted.

Event description:
Medtronic received information that sixteen days post implant of this mechanical valve, it was explanted and replaced due to paravalvular leak (pvl). It was reported that the right coronary wall was weak and the ante-coronary cannula was difficult to insert due to interference to the valve; therefore, the patient tissue was damaged. Upon replacement, echocardiogram revealed no further pvl. No further adverse patient effects were reported.